Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was experiencing toe stimulation and discomfort in their big toe. The patient had their program changed and would meet with their healthcare provider on (B)(6) 2020. The issue was not resolved at the time of the call. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The rep stated that they have no information on patient weight, the cause of toe stimulation was not determined. After having patient change her program and turn down intensity, she said she did not feel any toe stimulation. If toe stimulation occurs again, patient was asked to reach out to doctor to set up an office visit that they will attend.